Manufacturer narrative:
Other relevant device(s) are: product ID: 8637, serial/lot #: unknown. Citation: rabotnikov, y., gutting, s., gerges, f. Intrathecal pump rotation: a complication following weight loss after bariatric surgery. Nans. 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: rabotnikov, y., gutting, s., gerges, f. Intrathecal pump rotation: a complication following weight loss after bariatric surgery. Nans. 2019 summary: background: we are presenting a case of a (B)(6) year-old female with post laminectomy syndrome, managed by intrathecal opioid therapy. She initially received her first itp in 2015 that worked extremely well for 2 years and was placed in the left lower quadrant of her abdomen. Her past medical history is remarkable for morbid obesity and gastric bypass surgery that resulted in 100 lbs of weight loss, multiple cervical spine surgeries, hysterectomy, cholecystectomy and appendectomy and lastly abdominoplasty surgery. During the abdominoplasty, the itp pocket was revised and the pump was reattached, but unfortunately the patient developed an infection and the itp was explanted 2 years after initial placement. A year following explantation, a decision was made to place a new itp in the right lower quadrant of her abdomen. The pump was implanted in the right lower quadrant and anchored to the fascia with 4 nylon sutures. Case: three months later, she presented complaining of worsening pain and stating that the pump stopped working. Upon examination the pump seemed rotated. A month later the patient underwent revision surgery and the pocket was explored and the pump was found to be flipped. We reattached the pump to the fascia and anchored it in a standard fashion. Four weeks later the patient presented complaining that her pump was ¿flipping¿ back and forth and not providing her adequate pain relief. Surgery: decision was made to revise the pump and create a subcostal pocket. We had a long discussion with the patient about the right upper quadrant location being not a typical position for itp pocket in adults but most likely a better location in her particular case. During the second revision surgery we discovered that the pump was at a 90-degree angle to the fascia and the fascia was ¿weaker¿ and friable in the lower quadrant as compared to the right upper quadrant. Also she had more skin tissue that is redundant in her lower abdomen as compared to upper abdomen as a result of ongoing weight loss. No signs of infection were noticed. Tissue sample and cultures were negative for infection. All the prior anchoring sutures during the first revision were intact but not attached to the fascia anymore results: a new pocket was created 5 cm below her right costal margin on the mid axillary line. The itp was anchored in a standard fashion. Luckily, there was no need to change or extend the catheter. We were able to tunnel the catheter to the new pocket without tension. The patient was discharged without complications reporting improved pain relief. Reported events: event 1: during the abdominoplasty, the itp pocket was revised and the pump was reattached, but unfortunately the patient developed an infection and the itp was explanted 2 years after initial placement. Event 2: three months later she presented complaining of worsening pain and stating that the pump stopped working. Upon examination the pump seemed rotated. A month later the patient underwent revision surgery and the pocket was explored and the pump was found to be flipped. We reattached the pump to the fascia and anchored it in a standard fashion. Four weeks later the patient presented complaining that her pump was ¿flipping¿ back and forth and not providing her adequate pain relief. Decision was made to revise the pump and create a subcostal pocket. We had a long discussion with the patient about the right upper quadrant location being not a typical position for itp pocket in adults but most likely a better location in her particular case. During the second revision surgery we discovered that the pump was at a 90-degree angle to the fascia and the fascia was ¿weaker¿ and friable in the lower quadrant as compared to the right upper quadrant. Also she had more skin tissue that is redundant in her lower abdomen as compared to upper abdomen as a result of ongoing weight loss. No signs of infection were noticed. Tissue sample and cultures were negative for infection. All the prior anchoring sutures during the first revision were intact but not attached to the fascia anymore. A new pocket was created 5 cm below her right costal margin on the mid axillary line. The itp was anchored in a standard fashion. Luckily, there was no need to change or extend the catheter. We were able to tunnel the catheter to the new pocket without tension. The patient was discharged without complications reporting improved pain relief.